Manufacturer narrative:
Additional information: h6 - method code: 4117 has been updated to 4114.

Event description:
Additional information was received that surgical intervention occurred during which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg was unable to communicate with the external devices after the patient underwent an unrelated surgical procedure on (B)(6) 2020. During the surgery, the ipg was set to surgery mode. Troubleshooting was unable to resolve the issue. Surgical intervention may occur to address the issue.